Event description:
It was reported the camera head coupler locking part stuck intermittently , corrosion was found in inside the coupler and back side of the coupler which caused the telescope stuck and not properly inserted. There was no patient impact , no harm reported due to the event.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. The repair center conducted a visual and functional inspection. The reportable malfunction could not be reproduced. The reported malfunction is addressed in the instructions (IFU) for use: 3.5.2 connection to the endoscope (warning) when attaching the camera head to the endoscope, observe the following. If not, not only it may lead to irregularity in image, but also the endoscope may fall off during use. - before attaching, confirm that the eyepiece of the endoscope is tightly in place. - after attaching, confirm that the endoscope and the camera head are firmly attached without ratting. Reprocessing in general (warning) be sure to check the device before storage or sterilization. If the device has deteriorated, it may be impossible to reprocess the device properly or maintain the effectiveness of reprocessing. 2.3 signs of degradation from reprocessing repeated reprocessing may deteriorate the equipment and result in ineffective reprocessing. Check the appearance of the equipment during equipment inspection, and if you observe any signs of degradation, observe the following details. Camera head device if you observe the following signs of degradation, contact olympus. - chips, cracks in the camera head part or the video connector - rust in the camera head part - rust on the electrical contacts of the video connector or the optical connecting part. - abnormal bulges, swelling, scratches, or holes in the camera cable. Based on the results of the investigation, no device problems could be found, and no problems were detected. Olympus will continue to monitor field performance for this device.

Event description:
This report is being supplemented to provide additional information based on the approved final investigation.